Event description:
The balloon burst during a procedure to remove a clot that formed in the superior mesentary artery. A small amount of clot was removed from the proximal end of the artery, but the balloon burst when attempting to extract from the distal end. Retrieval of the balloon was unsuccessful. The patient is doing fine.